Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the stimulator extender was not working properly. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that the device was received in good cosmetic condition. However, the device did not pass self-test due to main pcb failure and broken connector. The pcb has been replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.